Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the insulin pump's battery longevity. The insulin pump alarmed weak battery, failed battery test, and low battery. Customer's blood glucose level was not reported. The device was not returned.